Event description:
A hospital in (B)(6) reported to a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged during use, causing the water to leak. No patient consequence was reported.

Manufacturer narrative:
The complaint mr290v vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare in (B)(4) and is currently being investigated. We will provide a follow-up report once we have completed our investigation.